Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/25/2010 and 03/08/2010 by phone, fax, and mail. A completed questionnaire was received on 03/08/2010. Medical records were received on 02/15/2010. (B) (4) (B) (4).

Event description:
A surgeon reported a patient with a hyperopic surprise following intraocular lens (iol) implant surgery. The surgeon reported the patient had 1-2 plus microcystic edema noted on the first postoperative day which resolved without treatment. In the medical records, the intraocular pressure (iop) was elevated on the first postoperative day. A paracentesis was performed and the iop returned to normal. The patient was treated with medications.